Event description:
It was reported that etoposide 80mg/536ml was programmed using intravenous (IV) interoperability at a rate of 24.4ml/hr as a continuous secondary infusion at 1418 which should have run over 22 hours. By the time it was 2300, the nurse reported that the bag ¿ran dry¿. It was also reported that between the infusion start and the time the nurse reported the bag being empty at 2331 there was only 210.2ml and the device alarmed air-in-line (ail) 10 times and alarmed safety clamp open/close 5 times. During the same time, maintenance IV fluid as IV soln +20 meq/l kcl at rate of 75ml/hr and doxorubicin (with vincristine) 16 mg/541.2ml at rate of 24.6ml/hr for 22 hours were infusing concurrently ¿though the rn had changed which channels each infusion running on.¿ pump programming appeared to be correct and no issues were found with the infusion pumps. The customer stated, ¿the best we have been able to extrapolate is that the rn could have crossed the IV lines and actually had the etoposide infusing through the IV fluids lvp.¿ the site had the event log report pulled from the pumps to review and noted the patient had 1 pc unit and 4 channels being utilized. In reviewing the event log, it was noted that the large volume pump (lvp) that was infusing "fluids at 75 ml/hr- but the vtbi of 228.991 ml seems to be an odd vtbi to be inputted. The all infusion report for the lvp indicates that the IV fluid had been stopped at 1355 1-13 with 771 ml¿s infused and was being restarted at 1417 1-13. It appears a new bag was started at 1602 (B)(6) 2021." There was no patient harm.

Manufacturer narrative:
Inspection: pri tubing model: 11171447, lot: unknown. The returned used administration set (model: 11171447, lot: unknown) and attached non-bd secondary set were received in good condition. The returned administration set was visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. Lvp sn (B)(6): the device was received with instrument seal intact. However, multiple ¿void¿ marks were visible upon removal indicating previous removal. The right (male) iui was observed with dried fluid. The left (female) iui was observed with dried fluid and corrosion. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. All parts inspected are manufactured by bd. Dried fluid ingress and corrosion were observed inside the rear case bezel was disassembled and observed in good condition (date code: april 2019) log analysis results: the customer reported an event date of (B)(6) 2021 at 11:31 pm. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed, prior to the reported event date, the pcu was powered on at 11:10 am on (B)(6) 2021; new patient selected and same profile selected. On (B)(6) 2021 at 2:17 pm, the suspect device received a remote IV for an intermittent secondary infusion of an unknown medication (drugid= 315) to infuse over 22 hours at a calculated rate of 24.3636 ml/hr (vtbi= 536 ml). Between 5:33 pm and 11:22 pm, the suspect device recorded the following alarms: air in line (15), door open (2), and flo stop open (5 alarms totaling 12 seconds). At 11:31 pm, the suspect device was channeled off. Secondary volume infused= 210.211 ml. Test results: pri tubing model: 11171447, lot: unknown. Functional testing was performed on the returned administration set. No anomalies were observed. Backflow testing was performed using the returned sets. Backflow was not observed. Concentricity testing was performed on the primary administration set¿s pumping segment. The pumping segment was found to be in specification. Lvp sn (B)(6): timed rate accuracy testing (dir (B)(4)) was performed using the returned administration set, source device sn (B)(6) and returned pcu sn (B)(6) to determine if the system is delivering fluid in specification. Results indicate that the system was operating within specification. See appendix for results. Sear functionality testing was performed using the returned system and ten (10) new administration sets. The results indicate the sear did not consistently engaged the safety clamp when the door was opened. Test method information: 1503-001-029-r over infusion test method (dir (B)(4)). 1503-001-006-r rate accuracy test method (dir (B)(6)). Device history review: lvp sn (B)(6): a review of the device history record showed the device had a manufacture date of 12/24/2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for source device lvp sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the source device lvp sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the customer¿s complaint of an over infusion was not identified. However, the customer stated the IV lines may have been crossed during the event. The customer¿s complaint of an over infusion was not reproduced. However, the customer stated the IV lines may have been crossed during the event. Review of the pcu error log showed no recent errors were recorded. Review of the pcu event log showed, the suspect device received a remote IV for an intermittent secondary infusion of an unknown medication (drugid= 315) to infuse over 22 hours at a calculated rate of 24.3636 ml/hr (vtbi= 536 ml). The suspect device recorded the following alarms before being channeled off: air in line (15), door open (2), and flo stop open (5 alarms totaling 12 seconds). Secondary volume infused= 210.211 ml. Inspection of the pumping mechanism showed no anomalies. Testing showed the device was delivering fluids within specification. Inspection of the administration set showed no anomalies. Testing showed the administration set was within specifications. The device was being used for treatment purposes. Note: the pumping mechanism was disassembled during the internal inspections. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to cad, service depot or the customer. Manufacturing tests involve an occluder spring test, an x-ray spring inspection and install of new one time use torque screws with applied tamper seal material. The service depot will replace the bezel assembly before returning to the customer.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Race and ethnicity: not of hispanic or latino. Admitting diagnosis: large b cell lymphoma with mets to multiple sites.

Event description:
It was reported that etoposide 80mg/536ml was programmed using intravenous (IV) interoperability at a rate of 24.4ml/hr as a continuous secondary infusion at 1418 which should have run over 22 hours. By the time it was 2300, the nurse reported that the bag ¿ran dry¿. It was also reported that between the infusion start and the time the nurse reported the bag being empty at 2331 there was only 210.2ml and the device alarmed air-in-line (ail) 10 times and alarmed safety clamp open/close 5 times. During the same time, maintenance IV fluid as IV soln +20 meq/l kcl at rate of 75ml/hr and doxorubicin (with vincristine) 16 mg/541.2ml at rate of 24.6ml/hr for 22 hours were infusing concurrently ¿though the rn had changed which channels each infusion running on.¿ pump programming appeared to be correct and no issues were found with the infusion pumps. The customer stated, ¿the best we have been able to extrapolate is that the rn could have crossed the IV lines and actually had the etoposide infusing through the IV fluids lvp.¿ the site had the event log report pulled from the pumps to review and noted the patient had 1 pc unit and 4 channels being utilized. In reviewing the event log, it was noted that the large volume pump (lvp) that was infusing "fluids at 75 ml/hr- but the vtbi of 228.991 ml seems to be an odd vtbi to be inputted. The all infusion report for the lvp indicates that the IV fluid had been stopped at 1355 1-13 with 771 ml¿s infused and was being restarted at 1417 1-13. It appears a new bag was started at 1602 01-13-21." There was no patient harm.